Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Surgeon inserted retrieval system through trocar pushed down on retrieval shaft to release / open bag into abdominal cavity. Upon release the retrieval bag separated from the metal prong immediately. The surgeon removed the exposed prongs and delivery system without adverse effects and removed the bag via the cord. This was repeated two more times. Each occurrence resulted in the same default (bag separating from metal prongs). On the third attempt the surgeon completed the removal of the specimen by using a grasper the open bag and remove as normal. The surgeon has since used the product twice (march 12th-14th) in different surgeries without any fault. Additional information received via email from applied medical team member, 20th march: surgeon could not deploy bad inside patient, the bag was said to have been 'deploying' before specimen was inserted, bag was breaking away from instrument. 5 incidents where reported not 3 as initially communicated, so 5 bags malfunctioned, all of same lot number, same event description. Type of intervention: unknown. Patient status: did a patient injury or illness occur associated with the complaint event? No. Patient status: no adverse effects.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was not returned and the cord loop of the unit was cut. Upon inspection, engineering noted that the deployment mechanism was deformed at the tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from applied medical team member via email, 17th april 2018: during my conversation with the surgeon, he explained that the bag was deployed intracorporeally at which point the bag came off the prongs in its entirety leaving the prongs completely exposed. The surgeon rescued the specimen and the bag using a grasper and the cord without any adverse affects to the patient from the prongs. Additional information received from applied medical team member via email, 2 may 2018: it would seem the inzii retrieval system with the bag inside was sent in error by the hospital. The information I received from the surgeon was that it occurred three times, as described in my previous email. I was not involved in the cer or the return of the products. One device returned in error, bag came off the prongs on 3 units as per conversation with consultant additional information received from applied medical team member via email, 8 may 2018: for your better reference, below you can see the photos of the products that customer returned. 4 bags came off the prongs...and one seems not used.